Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed and solution flowed normally. The reported issue was not confirmed, and the cause for this reported condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) regarding an interlink set in which the IV tubing set would not flush. This reported condition occurred during priming and there was no patient involvement or patient injury. No additional information is available.